Event description:
The facility contacted baxter (B)(6) to report a vented paclitaxel set that was involved in a leak incident. The patient had just completed her taxol treatment when a chemotherapy staff nurse went to disconnect the treatment in order to start a flush. The nurse found the set jammed in the colleague infusion pump. This caused the line to split resulting in the remaining taxol to start leaking from the pump onto the nurse. The nurse got assistance from another chemotherapy staff nurse who managed to release the line causing the blue clamp to snap. The taxol was also reported to have leaked onto the second nurse. This occurred before use. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. The nursing staff filled a clinical incident report and filled their spill procedure. No additional information is available. This medical device report is being sent to capture the exposure of the first nurse.

Manufacturer narrative:
(B)(4), the device was discarded by the nurse and was not sent in for evaluation. A batch review cannot be performed since there was no lot number provided. The customer reported condition was not confirmed; the root cause was not identified. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The nurse discarded the set at the time of the incident; the device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This product is not distributed in the us and does not have a 510(k) number.